Event description:
Caller alleging patient having correlation issues when testing on her new meter against the nurse's poc meter (type unknown). On (B)(6) 2012- inratio inr=2.2, 2.6, nurse's meter inr=3.8. On (B)(6) 2012- inratio inr=1.1, nurse's meter inr=2.1. Time between testing less than five minutes. Patient's therapeutic range unknown.

Manufacturer narrative:
Analysis of the client's data from repeat inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered outside the expected variance between test results. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met both accuracy and precision criteria. (B)(4). This issue will be subject to tracking and trending. Data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot 291553. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio meter = 2.2 and 2.6 inr, reference = 3.8, mean = 2.87, confidence limits = 1.7-3.8. Precision test was performed on inratio data (mean = 2.40, sd = 0.28, %cv = 11.79). Since %cv is below 20%, the test met criteria. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio meter = 1.1 inr, reference = 2.1 inr, mean = 1.60, confidence limits = 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. Reference value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing has been performed on reported lot 291553 on (B)(4) 2012. Results are listed as follows: donor: 213, inratio: 3.9, inratio: 4.0, inratio: 3.9, reference: 4.00, bias threshold: 3.00-5.00, %cv: 1.47; donor: 203, 2.7, 2.6, 2.6, 2.47, 1.47-3.47, 2.19. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary.